Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was and is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the locations where foreign material remained. No physical damage was found at the locations. The root cause of the foreign material remaining in the subject device was unable to be specified. The instruction manual states the detection method associated with the event in "evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection¿, and preventative measures in "evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the air/water cylinder, the air/water tube, and the jet tube. There were no reports of patient involvement.